Manufacturer narrative:
There was no relationship found between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode wear. The shaft is bent and compromised. There were no manufacturing abnormalities found. The wand was connected to a compatible c2 controller and activated in saline solution at default and max settings and on ablate and coagulation and produced plasma on the electrodes as intended. The complaint was not verified as the reported error could not be duplicated during the test. Factors that could contribute the reported event are: (1) bent and compromised shaft (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and (5) fluid management (6) mechanical displacement of tissue through applied force. There are no indications to suggest the device did not meet product specifications upon release into distribution. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.) No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.

Event description:
It was reported that during tonsillectomy & adenoidectomy surgery, the surgeon found that the patient was burned, causing white scald marks and blisters appeared in the corners of the patient mouth after surgery. It is unknown if the procedure was successfully completed without delay. It is unknown if a revision surgery was performed.

Manufacturer narrative:
Type of reportable event corrected.